Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed from accuracy by 11%. No adverse effects were reported.

Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. The device's delivery accuracy was running at three different tests, all of the test were found to be in factory specifications for accuracy. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.